Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation pfa procedure, following the transesophageal echo guided transeptal, a pericardial effusion was diagnosed with transesophageal echocardiogram. Heparin reversal was administered. The patient is stable. The physician alleges the transseptal puncture being too posterior as the cause for the pericardial effusion. There were no issues noted during the transseptal puncture. There were no performance issues with any abbott device.